Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), removal difficulty occurred. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery (lad). A non-bsc guide wire was inserted into the patient. The 20 mm x 2.50 mm emerge balloon catheter was advanced over the guide wire and resistance was encountered. During withdrawal the balloon catheter and guide wire became stuck together. The catheter and the guide wire were removed from the patient together as one unit. The procedure was completed with another balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).